Manufacturer narrative:
This is a final report. The medical event was related to a training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required.

Event description:
Customer's daughter reported customer needs calibration training on her adc blood glucose meter. Caller further reported customer subsequently experienced stuttering, dizziness, and lightheadedness. Paramedics were called and customer was given glucose intravenously. Customer was not transported to a healthcare facility. Customer self-treated with glimepiride. There was no report of death or permanent injury associated with this event.